Manufacturer narrative:
The product was not returned for evaluation. Acute occlusion is included as a possible complication in the instructions for use (IFU) for the penumbra system. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
On (B)(6) 2023, the patient underwent a thrombectomy procedure in the left m1 segment of the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a penumbra system red 68 reperfusion catheter (red68), a penumbra system red 62 reperfusion catheter (red62). During the procedure, the red72 was advanced to the target vessel (m1). The red72 was then removed while on continuous suction and minimal clot burden was retrieved. Control injections revealed recanalization of left mca territory with a near occlusive thrombus in the proximal superior m2. Next, the red68 was advanced to the proximal m2 segment. The red68 was removed while on continuous suction and no clot burden was retrieved. Control injections revealed persistent near occlusion of the superior division. Next, the red62 was advanced into the superior m2 division, and a minimal amount of clot burden was retrieved. Control injections revealed full recanalization of the left mca territory. After the initial procedure, the patient developed a full left mca syndrome. Therefore, a computed tomography (CT) scan was performed to check for hemorrhage. The CT scan did not reveal an intracranial hemorrhage. The patient was brought back to ir and an angiogram revealed a re-occlusion of the left m1 segment. It was reported that the patient had a normal cardiac work up with mild smooth carotid stenosis possibly from intimal injury at the m1. The occlusion was then re-canalized after one pass with manual aspiration using a penumbra system red 72 reperfusion catheter (red72) and a 60-cc syringe. The cec chair has adjudicated re-occlusion of left m1 segment on post operative day 0 to be a serious adverse event with a possible relationship to the penumbra system, a possible relationship to the index stroke and a possible relationship to the index procedure.